Event description:
It was reported that there were inconsistent telemetry connection with the device and remote monitoring. The issue was resolved by successfully performing a device interrogation. There were no adverse health consequences, the patient was stable.